Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on extracorporeal membrane oxygenation (ECMO), and an intra-aortic balloon pump (iabp). And on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), pump flows decreased, motor current flat, and suspected clot. The patient was brought to the operating room to remove the device. Upon explant, clot was seen on the inlet and outlet. While on support, the device functioned as intended at p-7 at 4.2l/min with d5w heparin in the purge solution. The post-procedure outcome is survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation.

Manufacturer narrative:
After further review h6 health effect - impact code f1903 was changed to f1905.